Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that her implantable neurostimulator (ins) had flipped shortly after surgery. The patient went back in for a revision to adjust the implant as a result of the issue. No further complications were reported or anticipated.